Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MDR report # 2032227-2013-01897.

Event description:
Customer's sister, amber called to report an over delivery of insulin from the insulin pump. Amber has low blood glucose. Nothing further reported.